Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the teflon blade of the thunderbeat device, blade fell into the patient's abdomen during therapeutic gastric sleeve resection procedure under general anesthesia. The fallen off device was removed through the same trocar without any issue, the procedure was delayed for a few minutes due to time required to set up a new device in order to continue the procedure. The procedure was completed with an olympus back-up device. No unplanned diagnostic imaging was required to locate the device or confirm the device was removed. There were no reports of patient harm.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tissue pad split and was torn off. Olympus will continue to monitor field performance for this device.